Manufacturer narrative:
Spacelabs technical support walked the user through performing a shut down of the unit, it was stated by the customer that the issue persisted following the shut down. A spacelabs field service engineer (fse) was paged to go on site. The fse called the customer to gather additional information about the failure and the customer reported that the issue stopped occurring shortly after talking to technical support. The fse did not go on site to perform further troubleshooting as the issue was no longer occurring. Cause of failure was not identified.

Event description:
The customer reported that while monitoring telemetry patients the xhibit central station became unresponsive after attempting to open clinical access and would display two error messages and then eventually restart on its own. There was no patient or user harm associated with this event.